Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set cannula crimped event on 13-jun-2024 after 3 or more hours of insertion. Insertion site was abdomen. Infusion has been used for 5 hours then 2 hours for the second one. Customer regularly rotate site location. Furthermore, customer confirmed that introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 486 mg/dl. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1915059 - MDR 3003442380-2024-14933 - device 3 of 4.